Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had error message but customer was unsure what was the error. Customer¿s blood glucose was unknown. Customer stated that customer¿s insulin pump keeps telling her to remove infusion set from body and remove reservoir from insulin pump. Customer mentioned they took out battery and put it back again but after 2 to 3 hours error occurs again. Insulin pump will not be returned for analysis.